Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Alleges driving in his driveway when the back wheel caught on the stone lifting the chair enough that only one drive wheel was on the ground causing consumer to spin around in a circle and the chair tipped over and slid down a muddy hill ending up under a building.

Manufacturer narrative:
A field service technician evaluated the device in the field. Customer went to go forward but hit reverse. Fst adjusted angle of joystick which was bent up at an angle due to the alleged incident. Unit is working properly.

Event description:
Alleges driving in his driveway when the back wheel caught on the stone lifting the chair enough that only one drive wheel was on the ground causing consumer to spin around in a circle and the chair tipped over and slid down a muddy hill ending up under a building.